Event description:
It was reported that the 8800 system presented an iris pot error message. When trying to cancel this error, the system intermittently displays an iris collimator too large error. It was also noted that sometimes they also receive no control on collimator. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following component has been requested. Interconnect cable assembly. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a followup report will be submitted as required.